Manufacturer narrative:
There are no other complaints associated with the referenced lot numbers. The cause for dislocation resulting from instability is multifactorial, including, but not limited to, surgical technique and patient compliance. Dislocation occurred during rigorous activity. Per the IFU the same demands of a healthy hip joint cannot be expected from total hip arthroplasty components. The surgeon revised the femoral head with a higher offset version and revised the liner to a hooded version to add more stability to the patient's joint.

Event description:
Patient's hip was revised to treat instability/dislocation that resulted from rigorous activity. The femoral head was replaced with a higher offset version and the neutral liner was replaced with a hooded liner.